Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a loss of capture was observed on the right ventricular (rv) lead. The egm was reviewed and suspected the loss of capture was likely due to the patient's condition of an agonal heart rhythm. Further information was received indicating the patient died while hospitalized due to heart failure and other comorbidities. There is no allegation that the rv lead caused or contributed to the patient death. The rv lead remains implanted.